Manufacturer narrative:
B3: bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date, an echocardiogram was done that revealed a small pe. No other details were reported.